Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: a review of the black box did not show a complaint of intermittent power on or before the date of the event due to continued use of the pump. No power on reset events were found in the current black box history. The rewind, load, and prime steps were performed properly. The pump was run successfully for 24 hours. The complaint of intermittent power during the battery cap functional test was unable to be duplicated. The returned battery cap and test caps were able to attach to the pump but continued to spin due to a crack in the battery compartment at the threads to the left of the bumper. The returned cap threads were damaged. All the battery cap contact heights and contact widths were within specifications. The pump was opened to find no damage to the power circuit or moisture internally. Unrelated to the original complaint, the audio bolus button cover was punctured and responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.